Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 6,444 units of this code-batch. There are no units in our stock. We have received 17 closed samples and 1 opened sample (only the thread). We have tested the needle attachment strength of the samples received and the results do not fulfil the requirements of the (B)(6) pharmacopoeia. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Needle attachment strength results before releasing the product were 0.81 kgf in average and 0.57 kgf in minimum and fulfilled ep requirements (0.69 kgf in average and 0.35 kgf in minimum). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with silkam suture. The client reported that the silk suture loosens from the needle. It happens in 1 out of every 2 units used. Dental use. No further information received.